Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a spectra penile prosthesis that was tried and not used due to "perforated urethra" during "implanting distally." No additional patient complications were reported in relation to this event. Additional information was received that indicated that this product will not be returned, and tried not used device was not due malfunction.